Manufacturer narrative:
The lens was returned to the manufacturer for evaluation and was received cut in half, most likely to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within power specification. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient was not happy with the multifocal (zmb00) intraocular lens (iol) results. The multifocal iol was implanted in patient's right eye on (B)(6) 2013. Reportedly, patient started to get symptoms on (B)(6) 2014. The zmboo iol was replaced with a monofocal (za9003) iol on (B)(6) 2015 and the incision was enlarged. One week post op was done and the visual outcome is expected to get better. Visual acuity results were reported as follows: pre-op (pre-initial implant) 20/20 - 1. Post-op (post-initial implant) 20/25 - 2. Post-op (post-replacement). 20/50 + 1.